Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 8.9mmol/l. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with cracked case at display window corners, battery tube threads, reservoir tube, broken reservoir tube lip, minor scratched display window and missing end cap sticker.